Event description:
The customer reported that the insulin pump delivered 100u into her body during night. The paramedics were called and treated the customer, her low blood glucose. It was also reported that the customer was unresponsive and her blood glucose reading was 20 mg/dl. The programming was reviewed and the settings, daily totals, basal rates and boluses were ok. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.